Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported approximately five years seven months post filter deployment, computed tomography scan showed that the filter perforated the caval wall to such an extent that it impinges on the overlying bowel, lumbar spine, prevertebral vein, and gonadal vein. The current status of the patient is unknown.